Manufacturer narrative:
It was documented on (B)(6) 2016 that the complainant part was received for evaluation on (B)(4) 2016. The date has been updated in the associated field. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.7/3.5mm va-lcp anterolateral distal tibia pl/10 holes/right, part number 02.118.208, lot number 7389919). The subject device was returned for the complaint condition of ¿migrated as a result of four to six 2.7mm locking screws breaking.¿ the va-lcp distal tibia plate was found to be intact and the heads of three broken 2.7mm va locking screws were retained in the distal portion of the plate. The 2.7/3.5mm va-lcp anterolateral distal tibia plate is a part of the 2.7mm/3.5mm va-lcp ankle trauma system and is utilized for fixation of ¿osteotomies, fracture, nonunions, malunions and replantations of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal tibia" per the technique guide. The most recent drawing from the time of manufacture was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A review of the device history record (DHR) was performed for the subject device lot number 7389919. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint condition was confirmed. A definitive root cause could not be determined as many variables can contribute to non-union and implant failure post-operatively. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 7 for (B)(4).

Manufacturer narrative:
(B)(6). Date of postoperative hardware breakage and non-union is unknown. This report is for one (1) unknown va-lcp. The original implant procedure was performed on an unknown date in (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no devices were returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was completed on (B)(6) 2016 due to non-union and device breakage. The original injury was reported as a distal tibia fracture and was treated in (B)(6) 2015. The following implants were removed: 2.7/3.5mm variable angle (va) locking compression plate (lcp) anterior lateral distal plate, 2.7mm locking screws, and two (2) tubular lcp plates (one on the fibula and one on tibia). The va-lcp plate, which was removed intact, had migrated due to the breakage of four (4) to six (6) of the 2.7mm locking screws. It was suggested that the plate migration led to a shortening of the bone resulting in a limited range of motion at the site of the fracture. Both of the tubular plates were found to be broken near the open holes. An additional revision procedure (ankle fusion) is planned for an unknown date. The patient is currently being treated with a soft boot until the revision occurs. No surgical delay was reported and no additional surgical intervention was required. This report is for one (1) unknown va-lcp. This report is 3 of 3 for (B)(4).